Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead implanted: (B)(6) 2003; 4024 lead implanted: (B)(6) 1993. (B)(4).

Event description:
It was reported that the care alert triggered, and the right ventricular (rv) lead exhibited high defib coil impedances. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.